Event description:
It was reported that the tip detached inside the patient. A 106x50cm ekosonic endovascular device was selected for use in a deep vein thrombosis procedure. The device was placed in the iliocaval location, and the patient was transported to the intensive care unit (ICU). The following morning, the patient was brought back to the cath lab where it was discovered that the catheter tip had fractured, and the fractured portion migrated into the lungs. A snare was used to retrieve the fractured portion of the catheter. The procedure was completed. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Corrections: b3 date of event and b5 describe event or problem

Event description:
It was reported that the tip detached inside the patient. A 106x50cm ekosonic endovascular device was selected for use in a deep vein thrombosis procedure. The device was placed in the iliocaval location, and the patient was transported to the intensive care unit (ICU). The following morning, the patient was brought back to the cath lab where it was discovered that the catheter tip had fractured. A snare was used to retrieve the fractured portion of the catheter. The procedure was completed. No patient complications were reported, and the patient fully recovered. It was further reported via voluntary medwatch/maude report list # mw5111723 that the tip of the catheter fractured upon attempting to remove the device. It was further corrected that the device fragment migrated to the right heart.